Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event due to the limited scope of the study. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A study on "insulin pump failures: a prospective study" by esvant a., guilhem I., breitel s., cuggia m., leguerrier a.-m., poirier j.-y. From diabetologia 2014 57:1 suppl. 1 (s415-s416) focused on 314 new insulin pumps between 2008 and 2011. Malfunctions directly related to medtronic's paradigm 522/722 insulin pumps were one of the focuses of the study. The study revealed 11% of insulin pumps malfunctioned from complete failures, 7% malfunctioned from alarms and 36% malfunctioned from mechanical failures. Complete failures of the insulin pumps were determined to be caused by inoperative keypad and mechanical defects were caused by cracks in the reservoir or battery compartment. The study also found the survival time of paradigm 522/722 insulin pumps was shorter than paradigm veo insulin pumps. However, the study also showed the proportion of severe insulin pump failures were higher in paradigm veo insulin pumps compared to other insulin pumps.